Event description:
It was reported that the customer was hospitalized with a high blood glucose of 800 mg/dl. Called the customer for more information. The customer stated that she went to the hospital with high blood glucose levels due to high potassium. The customer stated that he doctor has decided to take her off of insulin pump therapy permanently, and go back to manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.